Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer's husband stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 271 mg/dl. Troubleshooting was performed and found that the insulin pump's display went blank whenever a button was pressed. It was advised that the customer use a backup plan to treat her diabetes. Nothing further was reported.